Event description:
The complainant had a impella cp support placed to support a patient with known coronary artery disease and getting ardiopulmonary resuscitation and defibrillation shocks. It was reported that after impella placement there were signs of hemolysis and limb ischemia. The hemolysis was seen by urine color change and were given p level adjustment and fluid bolus. The limb was given a distal perfusion cannula. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis and limb ischemia has been completed. The impella was not returned for evaluation. Log review did not show any motor current spikes or suction alarms before the reported hemolysis that would indicate biomaterial ingestion. The placement signal began trending down shortly after the reported hemolysis. The root cause of the hemolysis was not determined since product was not returned. The root cause of the limb ischemia could not be determined without additional information.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. Log review showed the placement signal trending down in the beginning of the case. The "placement signal low" alarms occurred almost 10 hours after the placement signal began to trend down. The 5s parameters did not have any abnormalities. The pump was confirmed to be correctly positioned, but the patient's lv was small. The root cause of the optical signal issue was most likely patient-condition related. The fm "thrombus" was added and investigated since there was a thrombus found in the stomach and removed. The root cause of the thrombus was not determined since insufficient clinical details were provided. The fm "vascular damage - peripheral vessel" was added and investigated since there was a gi bleed. The root cause of the vascular damage was not determined since insufficient clinical details were provided. The root cause of the vascular damage was not determined since insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem b5 updated with additional information from the initial manufacturer device report number 1220648-2024-20398. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-20398. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-20398.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.